Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water and auxiliary channels. Anioxyme x3 was used as the detergent for precleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end. A medica brush (tec care - en 065202r20 - lot: 2209096) was used during manual cleaning. Anioxyde 1000 was used for manual disinfection. The automatic endoscope reprocessor was soluscope series 4. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. The scope was stored horizontally in a simple cabinet with no drying function. Olympus was used for maintenance and repair. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the electrical safety test failed, the bending section cover adhesive was separated, the bending tube movement failed, and the switch flexible printed circuit was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.